Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the infusion set and reservoirs connection issues and bent cannulas. The customer treated for the high blood glucose levels by changing the infusion set. The customer¿s current blood glucose level is unknown. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.